Event description:
A malfunction on the pump was reported by the caller, who noted that no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the malfunction code, which did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, an instruction they understood and acknowledged.